Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the rbc bath and its respective bracket. Bec internal identifier - case (B)(4).

Event description:
The customer reported recovering high platelet (plt) values for one patient sample and qc failures on their dxh 800 hematology instrument. The erroneous result was reported out of the lab but identified and corrected before there was any impact to the patient. There was no adverse event or change to patient treatment as a result of this event. Patient data was not provided by the customer.